Manufacturer narrative:
Based on the info reported to davol, a 3d max mesh was opened to be used in a surgical case on (B)(6) 2010. The operating room staff alleges that the mesh had several tears. The mesh was not used in the repair, and there was no pt involvement or injury reported. We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. With the info provided, no conclusion can be drawn.

Event description:
Based on info reported to davol: (B)(6) 2010 - operating room staff opened product to use on a surgical case and alleged mesh to have several tears, product was not put onto surgical field or used on pt.